Event description:
Preoperative diagnosis: failed right total elbow replacement. Operation performed: removal right total elbow replacement, prosthesis and cement. Due to the significant bony defect in the proximal ulna & the fact that there was metalosis in the elbow joint with a similar metal on metal hinge in the custom made prosthesis. It was decided not to place the custom made prosthesis into the elbow joint. This was discussed intraoperatively with howmedica rep.